Event description:
New information received noted that the programming changes were made on may 31, 2019, and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, false pause episodes caused by ventricular undersensing were noted on the patient's implantable cardiac monitor. Programming changes were discussed, but not performed.